Manufacturer narrative:
A1: updated. D9 - date returned to MFR: 21-may-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log revealed a motor service due alarm. A 12-month service history check confirmed that the device had not been serviced during this period. Visual inspection and functional testing identified moderate bubbling and an open downstream occlusion (dso) seal. The complainant¿s allegation was confirmed. The motor and dso seal were replaced. The probable cause of the reported problem was determined to be the motor odometer reading exceeding 12 million. Following repair, the device successfully passed all functional testing.

Event description:
It was reported that the pump had a motor service due and a downstream occlusion (dso) seal open. The event occurred during pre-testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.